Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable was damage and no longer fit in the usb port. The customer's blood glucose level ranged from 140-141 mg/dl. A replacement cable was sent to the customer.